Manufacturer narrative:
Concomitant medical products: product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va0cv31, product type: lead. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va0fnb4, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported an unscheduled visit was performed on (B)(6) 2015, due to seeing an open e1 lead impedance measurement. The extension/lead connection was taken apart and checked and the lead was determined to be good. The extension/lead were reconnected and they moved to the ins/extension connection, after disconnecting and re-seating the open e1 lead impedance measurement was determined to be good. There was no clear root cause identified other than maybe not a full insertion of the lead in the ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Intervention req should have been checked.